Manufacturer narrative:
The sheath was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The retention samples from the involved product and the surrounding lots were visually examined and confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) sheath with excessive leaking during case; (2) blood loss was less than 250 ml; (3) it was reported no issues with the procedure outcome; and (4) the patient was reported to be "fine." The customer reported a similar event for another device with the same product code and lot number combination. See MDR number 118880-2016-00091.